Event description:
It was reported that during a ptca procedure, the balloon ruptured and could not be easily removed. The physician removed the entire system, including guiding catheter. The patient status is listed as "ok".